Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a patient experienced peritonitis coincident with continuous ambulatory peritoneal dialysis (capd) therapy. The peritonitis was manifested by turbid liquid and abdominal pain. Twenty-three days after onset, the patient was treated with intraperitoneal (ip) flucand 1 gram, 4 times per day. The cause of the peritonitis was a breach in aseptic technique further described as lack of hygiene. It was not reported if the patient was hospitalized for the event. At the time of the report, the patient had recovered from the event. No additional information is available.

Manufacturer narrative:
(B)(4). The cause of this peritonitis was use error. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. If additional relevant information is received, a supplemental medwatch will be filed.